Event description:
It was reported an infection in the pump pocket and nearby area was diagnosed/began immediately after pump implant. The patient was given perioperative antibiotics, and antibiotics were instituted for infection. The pump was explanted. The pump was used to deliver baclofen (unknown). The patient was listed as "alive - no injury". The outcome of the event was unknown. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).